Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation could not be confirmed by analysis. The lead has no visible signs of damage or defect which would lead to dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.